Manufacturer narrative:
(B)(4). The returned item exhibits signs of repeated use has a piece fractured and still attached on the anterior lateral side of the post feature. It has also fractured on the medial side of the post feature. Not all pieces were returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the base for trial broke while assembling. There was no patient involvement.